Event description:
Event occurred during use of phacoemulsifying handpiece for cataract surgery. Pt suffered a "moderate corneal burn which had resulted from over-heating of the cornea by the phacoemulsifier."